Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, positioning difficulties were encountered. The 90% stenosed target lesion was located in the non calcified and moderately tortuous left circumflex (lcx) artery. The 12mm x 3.50mm nc quantum apex balloon catheter was advanced to the lesion. During an unknown inflation attempt, the balloon moved proximally while inflated to an unknown pressure. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).